Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 12 years. Through follow-up with the health-care provider, it was learned that the explant was due to aortic stenosis and calcification. The patient also had new ascending aortic aneurysm. Operative findings were a prosthesis with significant calcification, completely immobilizing 1 leaflet and thickened laterally restricted of the 2 leaflets. The patient also had a slightly over 4.5 cm ascending aorta, which tapered to 30 mm at the base of the innominate artery. Operative procedure revealed that the old prosthesis was mobilized and excised; annulus was debrided because the valve was quite difficult to place considering the fibrosis and calcium in the annulus. A larger sized edwards valve replaced the old device. Additionally, the surgeon has indicated that this event was due to patient related factors.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned; therefore, the calcification reported on the valve could not be assessed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.